Event description:
A peritoneal dialysis pt has reported that he woke up to a bed full of solution because the pt line and catheter line became disconnected during treatment. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.